Event description:
Reportedly, in the box was found a sticker with the inscription "pacemaker" rather than "cardiac defibrillator".

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, in the box was found a sticker with the inscription "pacemaker" rather than "cardiac defibrillator".

Manufacturer narrative:
Evaluation : - provided pictures confirmed the reported event, related to the inversion between pacemaker and ICD patient stickers within the device box. - review of manufacturing records revealed that the device was manufactured and released according following all applicable procedures. The most probable hypothesis related to this issue, could be attributed to an operator error during patient stickers insertion in the box. - operators will be re-trained to prevent a re-occurrence of this kind of issue.